Manufacturer narrative:
Section a3b, a4 and a5: unknown/ asked but not available. If implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section e1:surgeon's name, email address and phone number: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens(iol) was defective. From additional information it was learnt that upon time out and on opening of lens, staff had noticed box of lens was smashed up on one side of box. The lens was opened and was passed off on the field. The doctor had inspected the lens and it was determined to have been torn. The lens was still in one piece but the lens was torn almost in half. So the lens was not inserted and was discarded. Back up lens of the same model ad diopter was used to complete the procedure. No other information is available.